Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-17180 and 17182. It was reported the pt has not used or charged his scs system for approx one yr due to experiencing heating/ burning at his scs ipg pocket site while charging, pain at the scs ipg pocket site, increased recharge burden, and ineffective and uncomfortable stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.